Event description:
Caller alleged discrepant results using the inratio meter: results as follows: date: (B)(6) 2011, inratio: 3.7, lab: 2.9. Less than 6 minutes between tests. Distributor called with concerns regarding discrepancy between inratio and coagucheck meters. Nurse was training patient on a new inratio meter. No patient information was provided.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 3.7, reference: 2.95, mean: 3.30, confidence limits: 1.9-4.6. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Inr reported have met the criteria for accuracy. No further investigation will be pursued at this time. As of 8/5/2011, no returned product nor strip lot information provided. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that test result comparison met accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No strip lot information was available. No product was expected to be returned. This issue will be subject to tracking and trending. Corrective action not required at this time.